Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an episode of ventricular tachycardia that could not be converted. The episode spontaneously terminated. The position of the rv coil was thought to not be in the correct position for the patient. The plan is to replace the lead. No patient complications have been reported as a result of this event.